Event description:
It was reported that 1 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) sleeve each from lots 1347243 and 1349321 were contaminated. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "states the sleeves of the plates are unusable... Concerns with contamination of the product."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1347243 ; medical device expiration date: 01-apr-2022; device manufacture date: 13-dec-2021. Medical device lot #: 1349321; medical device expiration date: 02-apr-2022 ; device manufacture date: 15-dec-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) sleeve each from lots 1347243 and 1349321 were contaminated. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "states the sleeves of the plates are unusable. Concerns with contamination of the product."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: this statement is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch numbers 1347243 and 1349321 and complaint number 4579297 for torn sleeves. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batches 1347243 and 1349321 were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include sleeve attribute testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for sleeve attributes prior to release to ensure that they conform to product specification. All sleeve attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batches 1347243 and 1349321 for sleeve defects. Retention samples from batches 1347243 and 1349321 were not available for inspection. Five photos were received for investigation. One photo features a carton label from batch 1349321 (carton number 0475) for batch verification. One photo features a carton label from batch 1347243 (carton number 0973) for batch verification. One photo features a sleeve label from batch 1347243 for batch verification. One photo shows the bottom of a sleeve from batch 1349321 to feature a tear in sleeve at the bottom. One photo shows the bottom of a sleeve from batch 1347243 to feature a tear in sleeve at the bottom. Return samples from batches 1347243 and 1349321 also were received for investigation. Ten unopened sleeves (100 plates) from batch 1347243 in a retaped 100pack carton (number 0968) and ten unopened sleeves (100 plates) from batch 1349321 in a retaped 100pack carton (number 1124) were shipped in a box with plastic bag padding. All ten sleeves from batch 1347243 had a tear at the bottom of the sleeve (time stamps 0155-0158) and 8/10 sleeves from batch 1349321 had a tear at the bottom of sleeve (time stamps 0103, 0105, 0106, 0121, 0901, 0908 and 0909). This complaint can be confirmed for tears in the sleeve. Sleeve tears do not affect functionality of the final good as shown by stability studies. Sleeves were artificially torn and media was tested throughout shelf life to show that there are no adverse effects to the end product or the end user. Studies have shown that the media¿s ability to perform as intended throughout the shelf life is not impacted by minor sleeve tears or slightly open seals. The sleeve's only function is as a transport medium for the plates and minor tears and slightly open sleeves do not affect transport abilities. The packaging of plates into sleeves and sleeves into cartons is an automated process for this product. The tears seen in the photos and returns are located at the bottom of the sleeve and indicate an event in the process that required mechanical adjustments. Manufacturing operations were made aware of this complaint to help identify opportunities for improvement. Bd does not expect the packaging process to be free of defects. No other complaints were taken on either batch for sleeve tears. Based on the defect rate for each batch, no actions are indicated at this time. Bd will continue to trend complaints for sleeve defects.